Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Between (B)(6) 2015 and (B)(6) 2016, rv pacing impedance rose from 1458 ohms to 2810 ohms. There were zero open circuit paces, zero short circuit paces, and zero non-physiological senses. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Since (B)(6) 2015, rv capture threshold consistently measured 2.5 v or greater.

Event description:
It was reported that the patient had recurrent syncope. The right ventricular lead threshold and impedance were high. The lead may have been fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.